Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a q-syte closed luer access device was damaged before use. The following was reported by the initial reporter: "q- syte - infusion joint cracked. The batch number cannot be provided for the time being, it need to go to the customer's unit on monday to get the detailed information green claim complaint reply letter is required no photo provided samples can be returned. 2021-1-11 received an update from the sales representative, and the event description was updated as follows: the patient is an elderly patient whose family has given up treatment, so the input liquid does not contain strong acid or strong alkali liquid since the patient has died, there is no sample left in the connector, which has been treated as medical waste, so no photos or samples can be obtained. It has communicated with the head nurse in detail. Sometimes a tee or the nipple syringe is connected to the joint, which does not rule out the possibility of rupture caused by the tee extrusion. The batch number is being communicated".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a q-syte closed luer access device was damaged before use. The following was reported by the initial reporter: "q- syte - infusion joint cracked the batch number cannot be provided for the time being, it need to go to the customer's unit on monday to get the detailed information. Green claim complaint reply letter is required. No photo provided samples can be returned. (B)(6) 2021 received an update from the sales representative, and the event description was updated as follows: the patient is an elderly patient whose family has given up treatment, so the input liquid does not contain strong acid or strong alkali liquid. Since the patient has died, there is no sample left in the connector, which has been treated as medical waste, so no photos or samples can be obtained. It has communicated with the head nurse in detail. Sometimes a tee or the nipple syringe is connected to the joint, which does not rule out the possibility of rupture caused by the tee extrusion. The batch number is being communicated"